Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from their coaguchek xs meter (B)(4) compared to a doctor's office coaguchek xs plus meter serial number (B)(4). This medwatch will cover strip lot 30497511 that was used in the customer's meter. For information on strip lot 3688711 used in the doctor's office meter refer to the medwatch with patient identifier (B)(6). At 1:42 pm the result from the doctor's office meter was 3.0 inr. At 1:48 pm the result from the customer's meter was 4.4 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors or heparin, has had no changes in either diet, illnesses, medication, or warfarin dosage, and has had no bleeding or bruising. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined.